Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is 1 of 3 submissions. Reference reports: mw5185296, mw5185297. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report which reported the following information: a low glucose reading issue was reported with the adc device. The customer, a physician, indicated that the device consistently displayed glucose values approximately 20¿30 mg/dl lower than those obtained using a blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. This discrepancy reportedly led to challenges in appropriately dosing diabetes medications. Additionally, the physician noted a similar issue in another patient, who discontinued their medications based on the low readings. There were no reports of self-treatment or third-party medical intervention associated with this event. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.